Manufacturer narrative:
Physio-control evaluated the device and observed that the battery connector pins in the battery wells were loose, and that device movement would open the electrical contact from the battery and shut down the device. Physio replaced the battery pins and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during daily testing. According to the reporter, the device will intermittently power down by itself when it's on. There was no patient use associated with the reported incident.